Manufacturer narrative:
Samples were forwarded to abbott ireland. The samples were received and evaluated. To address the concern regarding the delivery rates of hte dial-a-flo device, functional testing was performed to compare the solution delivery rate with the dial marking. These results reaffirm the labeling's instructions to calibrate the dial, assuring the desired rate has been achieved through visual verification. It was also shown during the testing that once set, the delivery rate also shown during the testing that once set, the delivery rate was consistent during use. Additionally, historical review of the mfg quality history was performed, and verified consistent product performance. Pursuant to 21 cfr 803, co are submitting the enclosed medical device report follow up associated with the identified product. As requested, included on the attached medical device report, other than co identifiers, is only new or updated info received or generated since the last report.

Event description:
Report that the flow rate was too high. The heparin solution was used up within 12 hrs, although device had been adjusted for 24 hrs. There was no report of pt harm. Currently unk if drop count had been performed during adjustment before putting on pt.